Manufacturer narrative:
(B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to elevated intraocular pressure (iop). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and there were no documented issues and concerns with the manufacturing and inspection processes which may cause excessive vault of the implanted lens. Physician report does not indicate that any adverse event or condition would have caused damage to the lens. The probable cause could not be determined at this time. Per medical review - reportedly, micl (13.2 mm) was explanted on the first post-op day to address elevated iop. No lens was implanted as a replacement. According to completed customer complaint questionnaire for surgery, dated on (B)(6) 2016, the adverse event was attributed to device (excessive vaulting) that has caused/contributed to narrowing of the angle and subsequent iop elevation. It should be noted that at the time of the surgery patient was 19 years old and per dfu: "indications: the visian icl is indicated for use in adults 21-45 years of age" and therefore, there is no sufficient data to support implantation in such patients. Conclusion: based on the complaint history, work order search, device history record review and medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
Additional information received - the facility reported the lens was explanted due to excessive vaulting, narrowing of the angle, angle closure, shallowing of the anterior chamber depth and pupillary block. The lens was not exchanged for another lens. The patient's post-op best-corrected visual acuity was 20/80.

Manufacturer narrative:
Result: visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of clear surgical residue. Conclusion: based on the complaint history, work order search, medical review, device history record review and product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).